Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The fit is satisfactory, but the quality is not. He used the doctor's nightguard previously and never had a problem. He has purchased two 2pks of our nite protector and the sides of the protector come off at the base after only a few uses.